Event description:
It was reported that a dissection occurred. An agent dcb mr 2.75 x 20mm was selected for treatment of the target lesion, which was located in the mid to distal left anterior descending artery (lad). The target lesion was mildly tortuous and mildly calcified. The agent balloon was advanced to the target lesion and was inflated to 10 atms for 45 seconds. It was then deflated and inflated a second time to 11 atms for 30 seconds. The agent balloon was then removed, and a type e dissection was found in the proximal part of the lad. The physician advanced a 2.75 x 20 mm synergy stent to successfully cover the dissection. The patient was reported safe post procedure.